Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Discrepant results were obtained on the axsym b-hcg assay between an undiluted and autodiluted patient sample. A patient in her seventh week of pregnancy generated an undiluted result of 10.62 miu/ml, but upon dilution, a result of 1,185miu/ml was obtained. No impact to patient management was reported.